Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited intermittent high capture thresholds and loss of capture (loc) a day post implant. The lead was repositioned. No additional adverse patient effects were reported.